Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021, with blood glucose of 37 mg/dl. Customer stated that emergency medical service was dispatched. The customer was treated with intravenous infusion. Customer does not get low alert. The insulin pump will not be returned for analysis.